Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. E1-facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during cleaning and disinfection, the subject device had image darkness. There were no reports of patient harm.

Event description:
It was reported during cleaning and disinfection, the subject device had image darkness. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: d8, g4(PMA/510(k)), h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed due to failure of the universal cord sheath. In addition, the following reportable malfunction was identified during the device evaluation: the image of endoscope is tilt when turning over. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.